Event description:
It was reported "pt originally had an orif with 3 synthes cannulated screws 2003 to treat their sucutate, slightly angulated impacted femoral neck fracture. In 2004, pt was admitted for a fall on their hip and a left hip fracture. Pt alleges that surgeon treated their left subtrochanteric hip fracture by removing the old hardware and inserting a gamma nail. In 04/2004, surgeon noted that the fracture was still healing, but that the screw broke, but pt should follow-up. While pt was exercising, they developed acute onset of pain. In 2004, they presented witha subtrochanteric femoral fracture, underwent the allegd gamma nail removal.